Manufacturer narrative:
(B)(4). The procedural cine images were provided to edwards and reviewed by an edwards physician proctor. The following observations were made: procedural angiography: · wire in good position in apex · bav performed · balloon tip of pacing catheter inflated; not stable and moving in right ventricle · first valve: loss of pacing capture; valve ¿jumped¿ too aortic and deployed · second valve deployed into 1st valve (viv) · observations/impression: temporary pacer (tp) balloon tip was not deflated once in the right ventricle. This caused the temporary pacer to move/bounce in the right ventricle and lose pacing capture. The first valve ¿jumped¿ too artic during inflation due to loss of tp capture. Per the instructions for use, valve malposition requiring intervention is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien valve too aortic has the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency; it can obstruct the coronary ostia; and lead to embolization of the prosthesis into the ascending aorta. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic malposition (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment. In this case, per report and confirmed by imaging, the too aortic position of the valve was attributed to a loss of temporary pacing capture. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During the transfemoral tavr procedure, the 26mm sapien 3 valve ¿jumped¿ 1cm aortic as it was being deployed and landed just above the annulus. The valve was held in place by calcification in the leaflets. A second 26mm sapien 3 valve was deployed within the annulus, in a 50:50 position. The deployment of the second valve appeared to have helped secure the first valve. No regurgitation was reported. The native annular diameter had an area of 461mm² by CT. There was moderate annular/leaflet/root/lvot calcification. Both the image intensifier angle and the coaxial alignment of the delivery system and valve were noted as good, and ventilation was not held during deployment. The too aortic position of the valve was thought to be due to a rapid pacing event.